Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on 15-oct-2007. This is the second of two cases reported by the same physician. This case concerns a patient who initiated therapy with poly-l-lactic acid (sculptra, lot #a6011, expiration date feb 2008) on (B)(6) 2007 for a cosmetic procedure. It was reported that on (B)(6) 2007 she developed redness and puffiness "that comes and goes" along the cheek area under her eye, as well as multiple small nodules under each eye. Her swelling occurs at the end of the day when she feels tired. At the time of this report, it was unknown if the use of poly-l-lactic was ongoing. The outcome of the events was not resolved. No further relevant information was reported. Addendum for follow-up received from a medical assistant at the reporting physician's office on 17-oct-2007; she described the patient's event as "pockets" of puffiness. No further relevant medical information reported. Additional information for sculptra (lot #a6011, expiration date 29-feb-2008) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of the involved batch did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable.